Event description:
It was reported the upper screen needs to be replaced. When the unit is off, the display still shows a large blue shaded area across the screen. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was broken. It was also noted that the upper case, lower case and one side bail cover were broken and the keyboard, knobs, heart block and lead flex cover were contaminated.